Event description:
It was reported that on (B)(6) 2023, a 32mm amplatzer septal occluder was chosen for implant using a 12f amplatzer torqvue delivery system to close an atrial septal defect. During procedure, the device was prolapsing into the patient's right atrium as the defect was rather large, and the patient had a small left atrium. After several attempts, the operator removed the device. The right atrial disc made a cobra deformation, but it did go back to it's original shape once manually squeezed. Since the left disc had been deformed, the wiring was slightly was slightly wider apart, and it was noted that the material inside had moved away from the outer area of the disc. The device was replaced with a 34mm amplatzer septal occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay and no reported adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Information from the field indicated that the correct size delivery system was used to deliver the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.